Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 01:30:47. During night drain cycle one, the patient's ultrafiltration reading was 1560ml, indicating the home patient (hp) drained 1560ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was undetermined. The patient's fill volume prior to therapy was unknown; therefore, it could not be determined if the initial drain volume alarm was programmed properly. Should additional relevant information become available, a supplemental report will be submitted.